Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. The pt has chosen to continue using the pump at this time, as it is out of warranty. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the pump has been increasingly unresponsive to presses of the backlight and the down arrow buttons for the past four months. He stated that the buttons still click as expected. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that he carries the pump in a holster clipped to his belt.